Manufacturer narrative:
(B)(4). Date sent: 1/25/2022. Additional information received: it was stated that the procedure planned was a biopsy of an anterior mediastinal mass. All other non-invasive had been completed and procedure was needed for a definitive diagnosis. In reviewing a CT scan completed during pre-procedure testing, it was discovered that the patient had superior vena cava syndrome, which was discussed with the multi-disciplinary team involved in the patients care. In attempting to get a biopsy from the apical part of the right upper lobe the device became jammed. There were multiple troubleshooting efforts to free the device, and unfortunately was unable to do so. He had to convert to sternotomy to free the device. Bleeding was present from the collateral vessels around the structure. It was stated that there was no difficulty closing the device, that he had a small area of tissue, and he wanted 15-30 seconds before firing. The device used was a re-sterilized stapler.

Event description:
It was reported that during a vats procedure the manual echelon was stuck. Sales rep found out from the ot nurse that the echelon was reused for that case. According to surgeon, they tried to free the stuck echelon using another instrument. In the process of doing so, the patient started bleeding. In an attempt to save the patient, the surgery was converted from vats to a thoracotomy but unfortunately the patient passed away. Was surgery delayed due to the reported event? Yes. If yes, number of minutes: unknown. Was procedure successfully completed? No. Patient status/ outcome / consequences yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Patient passed away.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. Additional information was requested and the following was obtained: what was the procedure and what was the patient¿s diagnosis? Response: procedure was a vats biopsy proceed for wedge resection. The patients diagnosis was lymphangitic carcinomatosis. What structure was the device fired on? Response: the device was being fired on the apical part of the right upper lobe when it got jammed. What specific stapler and cartridge were used? Response: the stapler that was used was the manual echelon flex stapler, 45mm (ec45a). The reload that was used was the green gst reload, 45mm (gst45g). What measures were used to remove stapler? Response: surgeon first tried to use a robert¿s to open the jaws of the stapler. When that failed, surgeon decided to perform a sternotomy to manually force open the jaws of the stapler. What injured structure was bleeding? Response: bleeding was from the collateral vessels. What was done to control the bleed? Response: the bleeding was controlled by compression while the surgeon tried to suture the vessels to control the bleed. What was meant by ¿reused¿? Was the device re-sterilized? Was the device reprocessed? Was a new, sterile device used for each new procedure? (How many different devices for each procedure; are each devices referred to a new device for each procedure?) Response: the device was re-sterilized. What was done to open the device? Response: similar to question 4, surgeon first tried to use a robert¿s to open the jaws of the stapler. When that failed, surgeon decided to perform a sternotomy to manually force open the jaws of the stapler. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.